Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result and discordant, falsely elevated troponin and human chorionic gonadotropin (hcg) results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). It was discovered that quality controls for troponin, hcg, and tsh were out of range. It is unknown if the quality controls were within range when the samples were processed. The troponin samples were rerun on the same instrument and resulted the same. All samples were rerun on an alternate instrument and the troponin and hcg samples resulted lower and the tsh sample resulted higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin, hcg, and tsh results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the hm pump motor required replacement, which the fse then did. The customer provided follow-up information that all methods were resulting as expected after replacement of the hm pump motor. The cause of the discordant troponin, hcg, and tsh results was a malfunction of the hm pump motor. The instrument is performing according to specifications. No further evaluation of the device is required.